Event description:
A us distributor reported that a battery would not power on a monitor and a charge was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery. Device evaluation of battery charger was completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation, the charger was unable to charge/recognize a battery. The failure was isolated to an internally open y1 crystal oscillator. The root cause of the open y1 crystal oscillator was unable to be positively identified. No adverse event resulted from the damaged charger.